Event description:
It was reported that the lesion was located in the right coronary artery (rca) with heavy tortuosity. After pre-dilatation with a non-abbott balloon, the promus stent was advanced, but failed to cross. In order to perform another dilatation and 5 in 6 technique (using a 5 french guiding catheter inside a 6 french guiding catheter in order to enhance the support), the promus device was pulled into the guiding catheter. During retraction, the proximal stent struts bumped into the distal tip of the guiding catheter and the stent became flared. Another of the same device was implanted and a kissing balloon technique was performed to completed the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, rinato. Guide cath: terumo 6f ir, 5f st. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The heavily tortuous anatomy likely contributed to the failure to cross. Additionally, it was reported that the proximal stent struts interacted with the tip of the 5 in 6 guiding catheter during withdrawal, damaging the proximal stent struts. The damaged struts likely contributed to the difficulty removing the stent delivery system (sds) through the guiding catheter. To assure that all products perform according to specification, all stent delivery systems are 100% visually and dimensionally inspected online during the manufacturing procedure. A sampling of units is destructively tested to verify product quality. Return of the sds and guiding catheter may have assisted in the investigation; however, there is no indication of a product quality deficiency. A search of the lot history record indicated no associated nonconforming material records and a search of the complaint database indicated no related incidents reported from this lot. There is no indication of a lot specific product quality deficiency.